Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to corrosion and/or wear and/or lubrication and a stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 2 mg/day) via an implantable infusion pump. It was reported that the patient heard the pump alarm and had an increase in pain, nausea, vomiting and shaking. He went to his doctor on (B)(6) 2018. In pre-op on (B)(6) 2018 the pump logs showed a stall occurred on (B)(6) 2018 at 09:17 that recovered on (B)(6) 2018 at 09:22. Another stall occurred on (B)(6) 2018 at 00:22 and had not recovered. The pump was also in stopped mode post-stall. The pump was replaced on (B)(6) 2018. It was unknown if there were any environmental, external or patient factors that contributed or led to the issue. It was unknown if any diagnostics or troubleshooting steps were performed. The issue was considered resolved. The patient's status at the time of the report was alive - no injury.